Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was due to cross contamination by the patient by not using proper aseptic technique. The patient was hospitalized for the event on the same day of onset. The patient was treated with unknown intraperitoneal antibiotics (dose, duration, and frequency not reported) for the peritonitis event. The patient was discharged from the hospital three weeks after the event and reported to have recovered. Dianeal therapy was ongoing. The patient was retrained on proper aseptic technique. No additional information is available.